Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient appeared in meditech as room 317-2 but were incorrectly shown as 539-1 in pyxis. The technical support specialist (tss) called pharmacy to obtain patient data and compared the patient profile on both the station and the server. Both profiles had the same address under 317-2, indicating the issue was resolved and the patient profile had already been updated on the station. The case was closed after pharmacy verified that the patient profile appeared on the station with the correct unit assigned. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary patient correct in meditech, pyxis wrong the customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.